Manufacturer narrative:
Use error statement: user error statement g7: per tandem's user guide: "always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause hyperglycemia (high bg)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that insulin leaked at the t:lock connection. Customer's blood glucose was 400 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, a response was not received.